Event description:
Per the clinic, the patient experienced intermittencies with device use and perceived decline in performance, which could not be resolved.the device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).